Event description:
When the nurse attempted to remove the guidewire during catheter placement it would not come out of the catheter. The nurse tried repositioning the pt and irrigating the catheter. The guidewire was finally removed, but the catheter broke at the 38cm mark. The catheter fragment was snared out via transfemoral approach.

Manufacturer narrative:
The implicated product is a 3.0 fr. PICC in an intermediate tray. No product has been forwarded for evaluation. A lot history review reveals no related mfg issues and five other complaints, from four different sources, have resulted in 19 add'l occurrences. One of these occurrences has been determined to be inconclusive as no sample had been forwarded for evaluation; the remaining incidents are pending evaluation. No product has been forwarded for evaluation; inconclusive. The inability to physically examine the complaint sample precludes reaching a definitive conclusion regarding the cause for this complaint incident. However, the product instructions for use provides the following instructions regarding the removal of the pre-placed stylet: "spread the fingers of one hand over the length of the catheter outside the insertion site and gently press against the pt's skin. With the fingers of the other hand, grasp the hub of the sylet. With a slow gentle motion, pull on the hub parallel to the pt's skin to remove the stylet." The troubleshooting section of the instructions for use suggests "before inserting the catheter, pull the stylet out a short distance and reinsert carefully. Add'l guidance is given.